Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025 while sitting. The infusion set tubing came apart. The detachment was at site location. The infusion set was in use for two days. The site of insertion was left abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.